Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger, product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had an infection ¿not long after implant¿. It was stated that the patient got an infection ¿up and down the spine from the lead¿. It was stated that the patient had just finished 8 weeks of antibiotics through a pic-line. It was stated that she set up her adaptive stim programming on monday. It was noted that the patient felt overwhelmed by how the implantable neurostimulator (ins) worked but noted that the ins does work.